Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples and a biorad quality control fluid using vitros tropi es reagent on a vitros 5600 integrated system. The root cause for the events is unknown; however, an unexpected reagent or analyzer issue could not be ruled out as contributing to the qc event. In addition to these possible contributing factors, inappropriate pre-analytical sample handling could not be ruled out as a contributing factor to the patient events.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two patient samples and a biorad quality control fluid using vitros tropi es reagent on a vitros 5600 integrated system. Biorad result: 0.061 ng/ml (ug/l) vs expected 0.030 ng/ml (ug/l). Patient 1 result: 0.085 ng/ml (ug/l) vs repeat test result <0.012 ng/ml (ug/l). Patient 2 result: 0.112 ng/ml (ug/l) vs repeat test result <0.012 ng/ml (ug/l). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results for the patient samples were not reported to a clinician, and there were no allegations of patient harm as a result of these events. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).